Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received a cartridge detection notification during the load process on multiple occasions. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support the customer was able to successfully load the cartridge onto the pump.